Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: product obturator broke off in patient. As surgeon was attempting to insert outer sleeve bent. Additional information provided by user facility via email on 20aug2025: all pieces were retrieved from the patient. Piece bent in the middle of shaft; broken in middle of obturator while surgeon was attempting to insert. 2 cannulas inserted prior to the third one that broke. The trocar was inserted as it always is... You would need to ask dr [name] if he felt there was any difficulty during insertion. It appeared to be a bit more difficult that the previous 2 trocar insertions, but that's just my observation. Intervention: case resolved by dr [name] retrieving the broken piece from the patient. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of obturator shaft fracture. The wall thickness of the cannula shaft near the fracture was measured and met specifications. Based on the condition of the returned unit, it is possible that the reported event was caused by pressure on the obturator from instrument manipulation during the procedure. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: product obturator broke off in patient. As surgeon was attempting to insert outer sleeve bent. Additional information provided by user facility via email on 20aug2025: all pieces were retrieved from the patient. Piece bent in the middle of shaft; broken in middle of obturator while surgeon was attempting to insert. 2 cannulas inserted prior to the third one that broke. The trocar was inserted as it always is... You would need to ask dr [name] if he felt there was any difficulty during insertion. It appeared to be a bit more difficult that the previous 2 trocar insertions, but that's just my observation. Intervention: case resolved by dr [name] retrieving the broken piece from the patient. Patient status: no patient injury indicated.